Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that stimulation was going into the patient's legs more than their back. Patient indicated they will be meeting with manufacturer representative and health care provider to have adjustment done on the ins. No further complications reported and/or anticipated at this time. Additional information received stated that the patient had two surgeries which were associated with the device. No other information about the surgeries was given. The patient stated the ins had not been adjusted because the ins was "off all the way" and the patient did not get their "plug for the machine" but the patient now had it. No further complications reported and/or anticipated at this time.